Manufacturer narrative:
Device received with cracked case at display window corners and battery tube threads. Device received with severely scratched lcd window. Device received with partially broken reservoir tube lip. Device received with missing end cap sticker and reservoir tube lip o-ring. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was chipping. Customer's blood glucose was 120 mg/dl. Insulin pump's screen was scratched, reservoir top ring was cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.